Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was thought to have caused tricuspid regurgitation due to holding down a leaflet. However, during explant procedure, this lead had no effect on the regurgitation at all. This lead was explanted. No additional adverse patient effects were reported.